Manufacturer narrative:
One battery and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis did not reveal any anomalies during the analyzed period. (B)(4) was able to communicate with other peripherals without incident. (B)(4) was received with its internal clock reset to zero. Log file analysis revealed that the controller lost its rtc time sometime after 10/2/2014. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Once allowed to recharge, and set to the current date and time, the rtc was able to retain the new settings, performing as intended. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - (B)(4) / manufacturing date: 09/26/2014 / expiration date: 09/30/2015, (B)(4).

Event description:
It was reported that the patient's battery, (B)(4) was unable to connect and the controller, (B)(4) has a date/time error. The devices were replaced with no reported consequence or impact to the patient. No further information was provided.